Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the c-cover had burn was traced to component failure. Also, for the foreign objects in the air/water (aw) cylinder, jet tube, and air/water (aw) tube the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the colonovideoscope had a burn on the c-cover and foreign objects in the air/water (aw) cylinder, jet tube, and air/water (aw) tube. There was no patient involvement.